Event description:
Caller alleged discrepant inratio 2 results and the lab results. Results as follows: date: (B)(6) 2012, inratio inr: 1.2 an 3.5, lab results: 3.7. The time between the two inratio tests was a few minutes and the time between the inratio and lab testing was less than 2 hours. The pt's therapeutic range was not provided. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.